Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2025 with nasal sample. The consumer initially tested with a inteliswab test on (B)(6) 2025 which generated a positive result. The consumer stated that she was asymptomatic when tested negative on (B)(6) 2025 and confirmed that there was no patient harm due to the test results.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000904536a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-180/ lot 000904536a and device part number 195-430wl/ lot 904536. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000904536 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. However it could have possibly been related to the patient sample.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2025 with nasal sample. The consumer initially tested with a inteliswab test on (B)(6) 2025 which generated a positive result. The consumer stated that she was asymptomatic when tested negative on (B)(6) 2025 and confirmed that there was no patient harm due to the test results.